Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please see also section b5 for updates. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found smashed connector and scratch pins. In addition, failed water leak test and pin hole in cable was noted. Based on the results of the investigation, the complaint was confirmed, the device had "communication error " due to smashed connector and scratch pins. The definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed without delay, using a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed an error message. The event occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.